Event description:
The customer originally returned her olympus telescope oes elite as it was found deformed during use. There was no patient harm reported from the above event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The bent outer tube was found, and the directional pin was also damaged. There was a fiber breakage and scratches found in the object window. The optical fibers also had broken lens in the optical system. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the bent tube was excessive force. However, a specific cause of the bent tube was not established at this time. Olympus will continue to monitor field performance for this device.